Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent dislodgment occurred outside the pt. The 20mm long, 95% stenosed, concentric target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). An unspecified guide catheter and non-bsc guide wire were successfully placed. After pre-dilating the lesion was a 2.5x20mm maverick balloon the stenosis was reduced to 40%. The 3.0x20mm liberte bare stent delivery sys (sds) was loaded onto the guidewire but was unable to advance. A second guidewire, a choice floppy, was inserted. The liberte stent was advanced on the choice guidewire and crossed the target lesion. The physician was ready to deploy the stent but was unable to see it. The sds was removed from inside the pt and the stent was found outside the pt stuck at the hemostatic valve. The procedure was completed with another device of the same device and no pt complications were reported. The pt's current condition is listed as "stable".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).